Event description:
It was reported that the customer experienced an issue with their blood glucose level, which displayed as "low." There was no adverse impact to the customer's blood glucose level. The customer consumed carbohydrates to address the low blood glucose and did not require assistance from a third party. Technical support assisted the customer in updating the basal rate settings and advised them to consult with their healthcare provider for any future updates. The customer acknowledged and understood the advice provided.